Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Device lot number not provided/unknown. Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the implant and mount would not disengage. The implant was removed and the procedure was completed 1 week later.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.